Event description:
The female patient had otw cypher sirolimus-eluting coronary stents implanted 2 days apart in 2005. Five months later, a biopsy indicated right wrist melanoma. Approximately a year and five months post index procedure, the patient underwent a wide excision of her right wrist. Postoperatively, she experienced chest pain, seizure activity, and cardiac arrest, and despite resuscitative attempts she died while in the recovery room . Addendum: the additional information received indicated the following information: the patient had a 2.5 x 28mm cypher stent implanted in the proximal right coronary artery (100% lesion ) in 2005, and another 2.5 x 28mm cypher stent implanted two days later in the mid left anterior descending (99% lesion). The lesions were pre-dilated. The patient developed the melanoma after implantation of the stents. The patient's post medications included the following: metoprolol, lisinopril, lipitor, levothyroxine, zoloft, xanax, plavix and aspirin. The plavix and aspirin were discontinued prior to her surgery.

Manufacturer narrative:
An autopsy report was received in 2007. This information will be reviewed and additional information will be submitted upon 30 days. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2007-00103 and 3003742446-2007-00104. Add'l info will be submitted upon 30 days of receipt.